Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv lead was implanted on (B)(6) 2024 and it was replaced on 10/7 due to dislodgement.